Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant due to sensing abnormalities. The physician repositioned the lead multiple times, but undersensing persisted. Therefore, the procedure was completed using a different lead. No adverse effects on the patient were reported. At this time, this lead has not been returned to boston scientific.